Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the onetouch verio iq meter "cannot pick up her low blood glucose readings"; however, the specific issue with the subject meter was unknown. The customer care advocate (cca) was unable to reach the patient for follow up questions to obtain additional information. Due to the reported issue, the patient reportedly visited her physician's office to perform blood glucose testing. Results obtained with the physician's meter were not provided. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient did not specify developing symptoms or receiving medical treatment. However, this complaint is being reported because the "unknown" issue was not resolved.